Event description:
It was reported that the patient underwent a l5-s1 fusion using rhbmp-2/acs. The patient's post-operative period was reportedly marked by severe painful and debilitating complications. It is further alleged that the patient experienced ectopic bone growth onto or around the spinal cord and/or nerves which caused debilitating pain in the legs and back, ongoing chronic pain and other complications during the post-operative period. No other information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: on (B)(6) 2007, patient underwent following procedure: 360 degree fusion through a posterior only approach ( transforaminal interbody fusion) l5-s1, anterior interbody fusion cage, local bone, bone bank bone and rhbmp-2/acs l5-s1, posterior instrumentation legacy l5-s1 posterolateral fusion, local bone, bone bank bone and rhbmp-2/acs l5-s1; for pre-op diagnosis of: spon dylolisthesis l5-s1. Patient with back and leg pain unresponsive to conservative therapy. As per-op notes: "...the anterior aspect of disc space was packed with a combination of local bone, bone bank bone and rhbmp-2/acs and cage was packed using morscellized bone. The cage was then impacted into the disk space with good fit and fixation... Lateral gutters packed with bone graft and additionally with rhbmp-2/acs on the contralateral side to this transforaminal interbody fusion... The patient tolerated the procedure well...¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.